Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the tip of the foley catheter broke at the site above the balloon inside the patient. It was reported that the tip of the foley catheter remained inside the patient. It was later reported by the nurse, that after inflating the balloon, she applied gentle traction to check that the balloon was snug against the neck of the bladder. When she did so, the whole catheter came right out. It appeared to her that the tip of the catheter was off. The patient was a pregnant female who was receiving her foley after epidural placement. The urologist was consulted and imaging was ordered. There was no foreign body noted with imaging. A cystoscopy was ultimately not performed due to the patient¿s requests. There was no apparent harm to the patient, she was voiding without issue.

Manufacturer narrative:
The reported event was confirmed. Per visual evaluation, it was noted that the catheter tip was cut. The cut area of the catheter (tip) was a clean cut. The tip section missing was not returned with the sample to evaluate. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the tip of the foley catheter broke at the site above the balloon inside the patient. It was reported that the tip of the foley catheter remained inside the patient. It was later reported by the nurse, that after inflating the balloon, she applied gentle traction to check that the balloon was snug against the neck of the bladder. When she did so, the whole catheter came right out. It appeared to her that the tip of the catheter was off. The patient was a pregnant female who was receiving her foley after epidural placement. The urologist was consulted and imaging was ordered. There was no foreign body noted with imaging. A cystoscopy was ultimately not performed due to the patient¿s requests. There was no apparent harm to the patient, she was voiding without issue. Per additional information received, the patient was admitted for induction of labor, 40 plus 3, gravida 3, para 2. Once the foley was in place and urine returned, the rn reported that the foley slid back out with the balloon deflated and the tip was not on the catheter. The tip was presumed to be in the patient's bladder. A new foley catheter was inserted and the patient proceeded with an uncomplicated vaginal delivery.